Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately seven weeks after device replacement. The cause of death has been requested and will not be received.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Attempts for additional information were made with the cardiologist, surgeon and endocrinologist and no additional information was available. Concomitant product: 5076-58 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).